Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: visual analysis of the returned device identified: underweight and an extended opening on posterior. A microscopic analysis was performed which identified: a sharp opening on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported a ruptured device. The device was explanted and replaced. This record is for the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a ruptured device. The device was explanted and replaced. This record is for the right side.

Event description:
Healthcare professional reported a ruptured device. The device was explanted and replaced. This record is for the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2, d.7, g.1, h.6.